Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following a discontinued treatment. The cycler had alarmed for air detected in the cassette. The treatment was not completed. The set was discarded. During follow up, the patient's pd nurse reported that the patient did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.